Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s) on (B)(6) 2014. "Intermittent circuit disconnect alarm and it is losing volumes. No display of volumes." The following description of the event was copied from a (B)(4) report received by carefusion from the FDA on (B)(4) 2014. (B)(4).

Manufacturer narrative:
On (B)(4) 2014, carefusion sent a letter via email to the user facility seeking additional info concerning the reported event and the condition of the pt. As of (B)(4) 2014 there has been re response from the user facility. (B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion field service representative. The carefusion field service representative evaluated the device and was not able to reproduce the reported failure thus was not able to identify a root cause in this alleged event. The carefusion field service representative performed a complete operational verification procedure and user verification test and found the device performing to factory specifications. Upon completion the device was returned to the customer ready to be placed back into service. The inability to verify the reported event has hampered carefusion's ability to continue investigating this alleged event. Should additional info become available a follow-up medwatch report will be submitted.